Event description:
It was reported that the customer experienced an elevated blood glucose of 300 mg/dl. Reportedly the customer was admitted to the hospital in diabetic ketoacidosis. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.